Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to an in-clinic evaluation. It was determined that the pressure provided by the current pressure-regulating balloon (prb) was too low; therefore, a surgical procedure was performed to remove and replace the component. The new prb was plugged in to the existing aus components. There were no patient complications reported.